Event description:
It was reported to vyaire medical problem with the avea ventilator where initially it had a uim (user interface module) issue of taking twice of powering on before the uim screen would come on. The customer replaced the coin cell battery on the uim and the screen began coming up normally. However, the device now is not holding date or time. Furthermore, there was no patient associated with reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire advised that we do not recommend making repairs of the uim and there may be an additional issue with the circuit board. Instead, vyaire suggested replacement of the uim which the customer acknowledged. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of 24-feb-04 and was not subject to UDI requirements.